Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 664823, 664823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, irritable bowel syndrome and anxiety. Concomitant products included citalopram hydrobromide (celexa) since 2012, medroxyprogesterone (depo provera) from 2001 to 2009 and venlafaxine (effexor) since 2012. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches") and allergy to metals ("nickel allergy"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"). In 2011, the patient experienced abdominal distension ("bloating"). In 2012, the patient started prozac at an unspecified dose and frequency. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), the second episode of dysgeusia ("metallic taste in her mouth") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, migraine, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, nausea, allergy to metals, weight decreased, the last episode of dysgeusia, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: (B)(6)2009, cervical/vaginal thin prep vial/screening.result: total bilateral occlusion (B)(6)2009, healthcare provider results: essure coils were placed properly/left one difficult to place most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received :event outcome of headache updated to recovered. Concomitant product added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, irritable bowel syndrome and anxiety. Concomitant products included citalopram hydrobromide (celexa) since 2012, medroxyprogesterone (depo provera) from 2001 to 2009 and venlafaxine (effexor) since 2012. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"). In 2011, the patient experienced abdominal distension ("bloating"). In 2012, the patient started prozac at an unspecified dose and frequency. In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), the second episode of dysgeusia ("metallic taste in her mouth") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, nausea, allergy to metals, weight decreased, the last episode of dysgeusia, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: 12aug2009, cervical/vaginal thin prep vial/screening.result: total bilateral occlusion 20aug2009, healthcare provider results: essure coils were placed properly/left one difficult to place most recent follow-up information incorporated above includes: on 17-aug-2018 and 20-aug-2018: update of information: due to review batch number was changed to 654823 (prev: 664823) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 664823, 664823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, irritable bowel syndrome and anxiety. Concomitant products included medroxyprogesterone (depo provera) from 2001 to 2009. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"). In 2011, the patient experienced abdominal distension ("bloating"). In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), the second episode of dysgeusia ("metallic taste in her mouth") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, headache, nausea, allergy to metals, weight decreased, the last episode of dysgeusia, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: (B)(6) 2009, cervical/vaginal thin prep vial/screening. Results: negative/satisfactory. (B)(6) 2009, healthcare provider results: essure coils were placed properly/left one difficult to place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, other relevant history, patient details, product information, events- menorrhagia, fatigue, headaches, nausea, nickel allergy, weight loss, metallic taste in her mouth, bloating, vaginal discharge, left lower quadrant pain were added. On (B)(6) 2018: medical record received: reporter information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, irritable bowel syndrome and anxiety. Concomitant products included citalopram hydrobromide (celexa) since 2012, fluoxetine hydrochloride (prozac) since 2012, medroxyprogesterone (depo provera) from 2001 to 2009 and venlafaxine (effexor) since 2012. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse"). In 2011, the patient experienced abdominal distension ("bloating"). In 2013, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, migraine, headache and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, dysgeusia, vaginal haemorrhage, menorrhagia, fatigue, nausea, allergy to metals, weight decreased, abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results: (B)(6) 2009, cervical/vaginal thin prep vial/screening. Result: total bilateral occlusion. (B)(6) 2009, healthcare provider results: essure coils were placed properly/left one difficult to place. Lot number 664823 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, dysgeusia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.